Manufacturer narrative:
(B)(4). The patient has been released from the hospital. The colostomy has not been reconnected yet.

Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the device and when they observed the anastomosis, the device had cut but there were malformed staples. The doughnuts were formed correctly when inspected. The anastomosis fell apart. The patient had an extremely low lesion and was now required to have a temporary colostomy. The patient is currently in ICU at this time and stable.

Manufacturer narrative:
(B)(4). Uncut washer blemished.